Event description:
Boston scientific cardiac rhythm mgmt rec'd info that this ventricular lead has loss of capture and poor sensing. The lead was repositioned with good numbers. The next day, there was loss of capture with good sensing and impedances. It seemed like it was micro dislodgement because the tech had the pt move around a bit, and the thresholds were 1.6 volts.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specs. The analysis did not reveal any sign of a material or mfg problem. The cuttings in the outer insulation are most likely, due to the explantation procedure.